Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to an unspecified product performance issue. The pacemaker implanted with this lead was explanted during the same procedure due to normal battery depletion. No adverse patient effects were reported.